Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture and insulin pump was turned off and had blank display. Customer stated that contacts on the battery cap were neither missing nor damaged. Customer stated that battery compartment and spring neither damaged nor corroded. After troubleshooting display did not return. No harm a medical intervention was reported. The insulin pump will not be returned for analysis.